Event description:
Hung 100ml vial of propofol at 2306. Pump set to infuse at 13.5ml an hour; 100ml vial of propofol found empty at 0230 on (B)(6) 2023. Alaris pump suspected to be infusing faster than programmed rate. Upon visual inspection of the IV module, it was discovered that the top hinge on the platen door was broken resulting in a free-flow condition. This device malfunction has been observed once before at our facility.